Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6) 2018. The device was unable to be interrogated. During previous check in may, the device showed a battery longevity of 3 years. Premature battery depletion was suspected. The device was explanted and replaced on (B)(6) 2018. Upon removing the device, it was noted that it was bloated. The patient was stable and discharged.

Manufacturer narrative:
Premature battery depletion and communication failure were confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.